Event description:
It was reported by svc report that the head end lift bottom cover was broken with sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.